Event description:
During maintenance a hill-rom tech discovered that the communication cable had bent pins and would not place a nurse call. No injury reported. Replaced the communication cable to resolve this issue.